Event description:
The device was being utilized during a shunt declotting procedure. The sheath was placed in the graft. They put the sheath in the venous side first. They pulled back to manipulate to other side for placement in arterial side. During this manipulation, the radiopaque band came off. The radiopaque band was subsequently retrieved with a basket. Pt is fine.